Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/26/2024. An investigation was conduct on 02/27/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. Both connector ends were observed to be intact. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hemopro2 extension cable vh-4030 failed. After several attempts of unplugging an looking at the connections points a second cable was opened from sterile peel pack and used. There was no significant delay in case due to swapping out the cable. The case was completed without further incident. No harm to the patient.